Event description:
For many years I have experienced with health issues. The first issue was the development of lichen planus. Followed by muscle aches, joint pains, headaches, brain fog, extreme fatigue, weakness, extreme hot flashes, sweats, forcing me to stop my cancer treatment, believing that was the cause. I have had many dr visits, all denying, or simply their lack of knowledge with breast implant illness. I have the allergan biocell textured implants. I can't give a specific day the problems started, as it has been creeping up over many years. FDA safety report ID# (B)(4).